Event description:
Ous MDR - after an implant duration of about 26 months, inappropriate shocks were reported. No other adverse patient side effects have been reported. The ICD and the lead were explanted, but the lead was thrown away after the explantation.

Manufacturer narrative:
Ous MDR.